Event description:
As reported, a patient had deep vein thrombosis after use with a 6-12f mynx control venous vascular closure device (vcd). Additional information was requested but not provided. The device is not being returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.